Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this system with a cardiac resynchronization therapy defibrillator (crt-d) and a right ventricular (rv) lead delivered shock therapy that did not convert the rhythm the patient was experiencing. The shock impedance started within range but at some point, polarity was reversed, and the impedance was high, out of range. An open circuit alert was triggered. Therapy was exhausted and the patient required external therapy. The patient is under control now. The patient was admitted to the hospital and is being monitored. The system was reprogrammed but additional testing and reprograming follow up was suggested. The crt-d and rv lead remain in service. No additional adverse patient effects were reported.